Manufacturer narrative:
(B)(4). Batch # = m5297y. The analysis results found that one tr45w reload was received in good visual condition and partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric septation procedure, the surgeon reported that the white load for the device did not staple neither cut, locking the stapler jaws. The charge was replaced, at the request of the surgeon, to the end of the procedure. There were no adverse consequences for the patient.